Manufacturer narrative:
Initial investigation concluded that the reported complaint was an isolated event. Based on the investigation completed by engineering, user interview, sample evaluation and the manufacturing documentation reviewed, the root cause of the event can be attributed to a human factor. Surgeon acknowledged that he applied excessive force to the device while removing from the cannula/trocar. Engineering testing was able to replicate the event and confirmed that the failure mode observed in the return handpiece and the sample used to replicate the event were similar. In addition, samples from the same sterile lot were pull tested to ensure that the units were within specification. Test results found that all samples were found within specifications. On 05/11/2018 a second complaint was reported. Therefore, bovie determined on 06-05-2018 to reopen this complaint for further evaluation. Investigation concluded that even though there was no patient injury in the reported complaints and that the complaint is isolated to one end user, the reoccurrence of the event can result in harm.

Event description:
Reported complaint alleged that the peek tip of the handpiece fell off during a laparoscopic robotic procedure.